Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on electronic assembly. Battery out limit alarm could not be confirmed due to blank display. The device was also received with a cracked display window, cracked case at display window corners, cracked battery tube threads, and a cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called and reported she went swimming with the insulin pump and there was moisture under the screen. The customer put the pump in rice and stated she received a battery out limit alarm that could not be cleared initially. Customer's blood glucose was not known. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.